Event description:
It was reported that pt lost stimulation on (B) (6). An appointment was made to reprogram the pt's ipg on (B) (6) 2009. The initial reprogramming of the sys was successful. However, when attempting to change the program the pp displayed a "bad program off" error message. The charging sys would not establish communication with the ipg. The distance between the wand and ipg was changed, and another charging sys was tried but rec'd the same results. The physician plans to replace pt's ipg.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.